Manufacturer narrative:
On 02-mar-2016 an fse was dispatched to the customer site to address the reported event. The fse evaluated the instrument and noted intermittently display will reset and on recovery will not contain labels on the icon. On a previous call the fse had replaced the display, however, found that this was not the fix. Upon this evaluation, the fse replaced the cpu board, relaoaded the software and parameters verified the operation, however, the display problem continued with replaced parts, the fse reinstalled the old cpu board and ordered parts. On 09-mar-2016, the fse replaced the power supply and all tested ok. The aia-900 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to power supply 24v pos 4. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported a software error with the aia-900 analyzer. The customer reports the wording is missing from the icons. The customer is unable to run lhii, bhcg, e2 and prog patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting lhii, bhcg, e2 and prog patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.